Manufacturer narrative:
Product complaint #: (B)(4). Section b5: additional information received indicated that there was no excessive force applied to the device. The device was inspected for damage prior to use. Adequate flush was maintained through the devices. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion updated with additional information received on 7/28/2020 as reported by the field, during a coil embolization, the delivery wire of two 1mm x 4cm galaxy g3 mini coil (glm910040, l14709) were pushed to be inserted into a no specified concomitant microcatheter. However, they became stuck on the introducer sheath and they were not able to advance. The devices were replaced with another coil and the procedure was completed. The customer states there is no additional information available. Pictures were received on 28-may-2020 on both devices. Based on the device analysis, the coil of both galaxy g3 mini were found kinked and stretched. Additional information received indicated that there was no excessive force applied to the device. The device was inspected for damage prior to use. Adequate flush was maintained through the devices. Based on the photos provided, it was determined that the dpu of the galaxy g3 mini 1mm x 4cm has a kinked condition. Some residues of dry blood could be observed inside the introducer tube. No other damages could be observed. One non-sterile unit galaxy g3 mini 1mm x 4cm was received inside of a pouch. The received device was visually inspected and the dpu was found slightly kinked. Then a microscopic inspection was performed, and the embolic coil was found kinked and stretched inside the introducer. No other damages were observed. Also, the marker band was found at 39cm from distal end and it was found within specification. A manufacturing record evaluation was performed for the finished device l14709 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil ¿ impeded in introducer¿ was confirmed. The embolic coil could not move through the introducer. However, the embolic coil was found kinked and stretched, this can contribute to an introducer impediment. The kinked and stretched condition appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the product analysis nor the mre suggest that the failure reported could be related to the manufacturing process. Impeded in introducer is a known potential issue associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. Kinking can be caused by the application of excessive force to a device while trying to advance against resistance and stretching is generally caused by the application of excessive force to a device while trying to retract against resistance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being stretched and kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00249 and 3008114965-2020-00250. Complaint conclusion: as reported by the field, during a coil embolization, the delivery wire of two 1mm x 4cm galaxy g3 mini coil (glm910040, l14709) were pushed to be inserted into a no specified concomitant microcatheter. However, they became stuck on the introducer sheath and they were not able to advance. The devices were replaced with another coil and the procedure was completed. The customer states there is no additional information available. Based on the photos received on (B)(6) 2020, for this device, it was determined that the embolic coil of the galaxy g3 mini 1mm x 4cm has a damaged condition. No other damages could be observed. One non-sterile unit galaxy g3 mini 1mm x 4cm was received inside of a pouch. The received device was visually inspected and the dpu was found slightly kinked. Then a microscopic inspection was performed, and the embolic coil was found kinked and stretched inside the introducer. No other damages were observed. Also, the marker band was found at 39cm from distal end and it was found within specification. A manufacturing record evaluation was performed for the finished device l14709 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil ¿ impeded in introducer¿ the embolic coil could not move through the introducer due the conditions of the device and because of this we can confirm the complaint. However, the embolic coil was found kinked and stretched, this can contribute to an introducer impediment. The kinked and stretched condition appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the mre suggest that the failure reported could be related to the manufacturing process. Impeded in introducer is a known potential issue associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. Kinking can be caused by the application of excessive force to a device while trying to advance against resistance and stretching is generally caused by the application of excessive force to a device while trying to retract against resistance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization, the delivery wire of two 1mm x 4cm galaxy g3 mini coil (glm910040, l14709) were pushed to be inserted into a no specified concomitant microcatheter. However, they became stuck on the introducer sheath and they were not able to advance. The devices were replaced with another coil and the procedure was completed. The customer states there is no additional information available. Pictures were received on (B)(6) 2020 on both devices. Based on the device analysis, the coil of both galaxy g3 mini were found kinked and stretched.